Event description:
An upper gi was being performed on the pt by this x-ray system. The exposure button on the scopo tower stuck in the "on" position after the operator released it. There was no apparent harm to the pt.

Manufacturer narrative:
(B)(4): the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.